Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that  they have a flare up with the bladder for a couple of days and could not sleep last night. They generally increase settings during a flare, but when they try to increase they are seeing the "maximum settings reached" screen. The caller has already tried other programs and turned therapy off and back on and now they are encountering the max settings screen at a lower intensity. The caller added that they had a fall at work on sunday and it hurt around the ins for a couple of days.  It was stated that stated that they had their 2nd surgery (the implant surgery, and that the first procedure had been the trial) on (B)(6) 2022 but they had a lot of complications so they ended up with 4 surgeries in 4 weeks, and that "it sucked. The pt then clarified their comment, that it was implanted in the right buttock originally and that night, they could barely walk, that they were bawling and it felt like they were on fire even though they'd turned the device off. The pt stated they saw their health care provider (hcp) about it and they ended up having surgery where they found they'd compressed a nerve. As a result, the hcp moved it to a "li ttle bit of a different location," however shortly after that, the internal incision dehisced, so it was superficial under the patient's skin and about to poke through so they had to do one final surgery, where they rerouted the lead and put it on the left side and implanted the ins in the left buttock inside of an antibiotic pouch. The pt stated they hoped with the antibiotic pouch that scar tissue would form before the pouch fully dissolved. After that, the therapy had helped so much. Documented reported event.  They'd reached out to their hcp about the issue and that they had an appointment scheduled for (B)(6) 2022 and that their hcp had told them to go to the emergency room in the meantime but the pt stated they couldn't wait that long. The pt had initially called back because they couldn't connect to their settings but they connected to their settings on the call and brought their stimulation down again another point and then couldn't increase past that before patient services could tell the pt to not decrease the stimulation down further. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va2dhux, implanted: (B)(6) 2022, explanted: (B)(6) 2022, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the cause of the inability to increase stimulation/maximum setting reached was determined to be the fall. They broke the lead from their device, resulting in another surgery. Surgery was performed on (B)(6) 2022 to resolve the issue. It is unknown if the issue has been resolved.